Event description:
It was reported that during a (B) (4) study and ablation procedure a 6f quadripolar supreme ep catheter was in the high right atrium, a second 6f quadripolar supreme ep catheter was in the right ventricle and a boston scientific polaris catheter was in the coronary sinus. With decremental atrial pacing, the patient went into atrial fibrillation. A decision was made to proceed with direct current cardioversion. Prior to the cardioversion, the coronary sinus catheter was pulled down into the inferior vena cava. The patient was externally cardioverted at 70 joules with patches placed on the upper right chest and posterior to the v6 electrode. The cardioversion successfully converted the patient into sinus rhythm and the physician proceeded with the case. The physician performed a successful transeptal puncture, mapping of the left sided pathway and a single radiofrequency burn. Later in the case, tamponade was noted and the patient was taken to surgery. The surgeon reported a single hole with a burn mark in the region of the right atrium and superior vena cava. Adjacent to the puncture were two other small burn marks.

Manufacturer narrative:
The quadripolar supreme ep catheters used during this procedure are single use catheters that were previously used and reprocessed by another company. The instructions for use for this product state "do not resterilize". We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. Based on the information provided to st. Jude medical, the cause for the reported perforation remains unk. Review of the device history record was not possible as the lot number is unk. Date report submitted to FDA by manufacturer: 05/26/2010. Date the initial reporter provided the information to the manufacturer: 04/29/2010.